Event description:
Asr revision. Asr xl acetabular system. Reason for revision : not known.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The right hip of the patient was revised.

Manufacturer narrative:
Corrected/updated data: (event date); (date of report); (event description); (preexisting conditions); (date of explant); (date received by manufacturer); (device evaluated by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system. Reason for revision : not known. Lirc number : (B)(4). (B)(6). Update: added (B)(6) reference number, side hip, amended revision date, lot number and added product and hospital name. Received: february 8th 2013. Side hip to be revised: right. Update - added reason for revision, added a stem and added scf. Taken from scf dated 12th sept 2014 and claimsuite dated 13th sept 2014. Reason(s) for revision: pain.